Event description:
Accessed vein with 22gauge autoguard needle. After withdrawing needle from catheter, needle did not retract immediately when the button was pushed. Needle was sluggish to retract. I had to wait, holding the IV access in my left hand for needle to retract while holding the needle in the right hand.